Event description:
It was reported the device was interrogated after the patient received six shocks. It was also noted that there was no record of shocks being delivered. An electrical reset had occurred. Review of save-to-disk data found an internal circuit problem, possibly the result of an internal short during high voltage charging or delivery of an external shock to the patient. Oversensing was also indicated. The patient's system contained a competitor lead that was fractured. The system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation, but performance data collected from the device was analyzed. Three pors (power on reset) parameters were noted.